Manufacturer narrative:
(B)(4). Concomitant medical products: 00875101240- 40mm i.d. Size kk neutral liner use with 56mm o.d. Size kk shell- unknown, cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02228. (B)(4). Visual examination of the returned product/provided pictures identified scratches and bio debris on the spherical surface of the head. Gouges were noted on the outer edge where the spherical surface and flat around the taper hole meet. Taper hole shows dark foreign debris on the taper hole bottom and walls. No other damage was noted. Review of the device history record identified no deviations or anomalies during manufacturing for the head. Medical records were not provided. It was determined by a hcp that the provided x-rays would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a right hip revision approximately 12 years post implantation due to fluid buildup. During surgery it was noticed that the trochanter was worn missing all the abductor attachments. Metallosis was prevalent. The 40mm -3.5 cocr head and the liner were removed. Liner destroyed upon removal. A continuum constrained liner and a biolox option head were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.